Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The root cause of the reported difficulties and the subsequent treatment is due to the circumstances of the procedure. In this case, it may be possible that challenging anatomical conditions or the patient anatomy (calcium) contributed to the obstruction of flow. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of one prostyle was successfully pre-placed. Reportedly, the next five prostyle devices did not have bleed back from the marker lumen despite vigorous flushing. An attempt was still made to use two of these devices, but there was difficulty with the plunger - very gritty with no audible click and hard to pull needles/plunger out. The devices were removed. The suture of another prostyle device was successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the evar procedure was completed. The knots of the two successfully pre-placed prostyles were successfully advanced and tied off; however, hemostasis was still not achieved, therefore, a cut down was done and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay due to adverse patient effects in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The five additional prostyle devices are filed under separate medwatch report numbers.